Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vault prolapse procedure with open sacrocolpopexy on (B)(6) 2012 and mesh was implanted. The patient reported experiencing ongoing infection, chronic pain, incontinence, dyspareunia, nerve pain, erosion, iron deficiency, anemia and internal bleeding. The patient reported that the source of bleeding was not found. During examination, it was found that the mesh came away from the anchors and had lodged between the bladder and bowel. The patient reported that rare tumors were felt that developed on the patient¿s spleen. The patient underwent a splenectomy in 2015 and reported it was related to the constant irritation and infections. The patient underwent partial mesh removal on (B)(6) 2017, however, some mesh remains attached to the patient¿s spine. No additional information is available.